Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibits signs of repeated use and has a fractured medial side. All pieces were returned. DHR was reviewed and no discrepancies were found. The provisional top components and standard bottom components have been modified to prevent fracture. The complaint is considered confirmed as the returned tasp was fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01599 and 0001822565-2017-01600.

Event description:
It was reported that tibial articular surface provisionals were damaged through returned instruments. No adverse events have been reported as a result of the malfunction.